Event description:
It was reported that during the procedure, an issue occurred with a baby gorilla non-locking screw. The screw broke intraoperatively, but this did not cause injury and did not delay the procedure by more than 30 minutes. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Clinical evaluation of the images received confirmed the screw break. Per the evaluator, the distal most screw is missing the screw head and its threaded portion is intact across the 5th metatarsal shaft. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.